Manufacturer narrative:
(B)(4). This code is used to address the use of the proglide in a femoral vein. Per the proglide instructions for use - the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in a femoral vein was attempted with a proglide device, using a preclose technique, via a 12fr sheath prior to a mitraclip procedure. Reportedly, when the proglide plunger was removed (step 3), the knot did not stay in the vein. All lines (sutures) came out together; nothing stayed in. The sheath was upsized to 24fr. The mitraclip procedure was completed and hemostasis was achieved with manual arterial compression. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.